Manufacturer narrative:
E1: address line 2 "(B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged/detached. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The dso seal was replaced.

Event description:
It was reported that, "the downstream occlusion seal and bolus connector." The incident occurred during quality control. There was no patient involvement.